Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b5: updated event description; d4: expiration date; d10; e1; h4: device manufacture date; h3, h6: the device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in sweden as follows: it was reported that the patient underwent an unknown surgery on (B)(6) 2019 to treat the femur fracture. During the surgery, the surgeon had issues trying to lock the proximal femoral nail antirotation (pfna) blade. Surgery was completed by changing the pfna blade. There was surgical delay of fifteen (15) minutes. Procedure was completed successfully. Concomitant device reported: unknown proximal femoral nail antirotation (pfna) nail (part #: unknown, lot #: unknown, quantity #: 1). This report is for one (1) pfna blade. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6 investigation summary: investigation site: cq zuchwil . Visual inspection: upon visual inspection of the complaint device it can be seen that we have received the article in an unlocked condition. In addition, the received device shows dents and scratches, as well some color fading from use all over the surface of the part. Furthermore, two (2) of the four (4) lips are in a damaged and deformed condition. Functional test: during investigation a functional test was performed, the blade passed the functional test. Document/specification review: drawings and revisions are in accordance to device history review (DHR) of production lot 1l61516. All relevant features are defined on the used drawing revisions of DHR of production lot 1l61516. Furthermore, the reported device was assembled according to drawing, and all parts went through a 100% functional test, before they had left the production. Dimensional inspection: as the blade is fully functional, the complaint is unconfirmed and no further investigation will be done, as material and dimension evaluation. Summary: there is no particularize information what's happened to this article by customer, unfortunately we are not able to determine the exact reason for this occurrence, but we have to assume that during the operation an application error may have taken place. To prevent such problems, it is necessary to operate according to the respective technique guide. The complaint is unconfirmed, as the complained issue could not be replicated and/or confirmed based on the available information. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot: part: 04.027.038s lot: 1l61516. Manufacturing site: bettlach. Release to warehouse date: 01.oct.2018. Expiry date: 01.sep.2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the surgeon had issues trying to lock the pfna blade during surgery. No further information provided. Concomitant device reported: unknown proximal femoral nail antirotation (pfna) nail (part #: unknown, lot #: unknown, quantity #: 1). This report is for one (1) pfna blade perf l115 tan. This is report 1 of 1 for (B)(4).